Event description:
It was reported that bolus history was missing temporarily on multiple events. Customer's blood glucose ranged form 300-400 mg/dl. Reportedly, customer continued to use pump for insulin therapy.